Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Reprogramming changes were made.

Event description:
New information received notes that post-paced t-wave oversensing was observed on a merlin.net transmission. Further programming changes were recommended.